Event description:
It was reported that during the pulse field ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that during the procedure the patient cough heavily during application of farapulse and the air ingress was observed in the faradrive clear shaft. Aspiration was performed at the valve, and the air was successfully removed, allowing the procedure to continue. However, a similar air ingress occurred again. The procedure was completed successfully using the original device. Continuous flush with pump at 20ml/h was used. No fluid leak or air in patient was seen. No patient complications have been reported. The product is expected to be returned for analysis. Farawave, and 2 non boston scientific catheters were inserted inside patient body when air was observed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. Analysis of the returned faradrive sheath did not find any defects or confirm an existing leak path that supported the allegation of air ingress as reported.

Event description:
It was reported that during the pulse field ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that during the procedure the patient cough heavily during application of farapulse and the air ingress was observed in the faradrive clear shaft. Aspiration was performed at the valve, and the air was successfully removed, allowing the procedure to continue. However, a similar air ingress occurred again. The procedure was completed successfully using the original device. Continuous flush with pump at 20ml/h was used. No fluid leak or air in patient was seen. No patient complications have been reported. The product is expected to be returned for analysis. Farawave, and 2 non boston scientific catheters were inserted inside patient body when air was observed.